Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 17-may-2017 from the physician. This case concerns a female patient (age not reported) who received treatment with synvisc injection and after unknown latency patient experienced pseudo-septic reaction. No relevant medical history, concomitant medications and past drug were reported. On an unknown date, the patient received treatment with intra-articular synvisc injection (dose, frequency, lot number and expiration date and indication: not reported). On an unspecified date (6-7 years ago), after unknown latency of receiving the injection patient sustained a pseudo-septic reaction on second injection which led to knee arthroscopy. Action taken: unknown. Corrective treatment: knee arthroscopy. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Outcome: unknown. Seriousness criterion: required intervention.

Event description:
This case was cross referenced with (B)(6) (cluster). This unsolicited case from united states was received on 17-may-2017 from the physician. This case concerns a female patient (age not reported) who received treatment with synvisc injection and after unknown latency patient experienced pseudo-septic reaction. No relevant medical history, concomitant medications and past drug were reported. On an unknown date, the patient received treatment with intra-articular synvisc injection (dose, frequency, lot number and expiration date and indication: not reported). On an unspecified date (6-7 years ago), after unknown latency of receiving the injection patient sustained a pseudo-septic reaction on second injection which led to knee arthroscopy. Action taken: unknown. Corrective treatment: knee arthroscopy. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Outcome: unknown. Seriousness criterion: required intervention. Additional information was received on 25-may-2017. Global ptc number and results were added. Text was amended accordingly.